Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away at home on (B)(6) 2022. Prior to the patient death, the patient¿s spouse reported giving a suppository to the patient and then patient¿s eyes rolled back into his head and went unresponsive. No alarms at that moment. The patient¿s spouse had just changed the patient's batteries an hour prior. Emergency medical services (ems) showed up and tried to resuscitate patient with no success. Controller began alarming when ems arrived. Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. Low flows were noted in the log file on 26mar2022 as reviewed in the controller investigation. However, correlation to the pump and to the reported event cannot be determined. Multiple attempts were made to obtain additional information from the customer regarding the product return; however, no tracking information was provided. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16dec2021. The heartmate 3 lvas IFU, is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient had been discharged home from initial implant and was deemed safe for discharge. It was reported that the patient experienced 7 low flow alarms on 26mar2022 and experienced constipation prior to death. The wife reported that the pump didn¿t alarm immediately and then began alarming. The emergency medical services (ems) likely disconnected the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) , could not be conclusively determined through this evaluation. It was reported that the patient passed away at home. There were no alarms at that moment. When the emergency medical services (ems) showed up, they attempted to resuscitate the patient, but had no success. At this time, the patient¿s controller began alarming with low flow alarms. Multiple attempts were made to obtain additional information to the customer regarding the event; however, no additional information was provided. As of (B)(6) 2022, the pump has not been returned. If the pump is returned to abbott at a later date, this file may be reopened to include the evaluation of the device. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16dec2021 via customer order. No further information was provided. The manufacturer is closing the file on this event.